Event description:
The event is reported as: complaint alleges: "yellow wing nut broke while in use and fell along with a heater and a reservoir bottle." No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. Per device history report (DHR) investigation did not show issues related to this complaint.